Manufacturer narrative:
D4 (serial) has been updated. E4 has been added. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Ischemia may be influenced by patient specific factors such as severe peripheral vascular disease, underlying critical illness, hemodynamic instability, and vascular access characteristics. Hemolysis may be influenced by device-related and patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position.

Event description:
An impella cp device was inserted percutaneously into the right femoral artery in a 67-year-old male patient with a past medical history of coronary artery disease (cad) presenting with acute myocardial infarction (ami) in cardiogenic shock (cgs) scai stage e requiring cardiopulmonary resuscitation on venoarterial (va) extracorporeal membrane oxygenation (ECMO), inotropes, vasopressors, and ventilator support prior to initiation of support. While in the intensive care unit (ICU), upon evaluation, the patient¿s distal pulses were noted to be absent. Additionally, the patient¿s urine was dark red. Labs for hemolysis were sent. There were no impella suction events, and the impella device was in optimal position. Due to limb ischemia, the plan was to remove the impella cp and place an impella 5.5 device for escalation of therapy for acute decompensated chronic ischemic cardiomyopathy. The post-procedure outcome was survived at explant. Ischemia may be influenced by patient specific factors such as severe peripheral vascular disease, underlying critical illness, hemodynamic instability, and vascular access characteristics. Hemolysis may be influenced by device-related and patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position.

Manufacturer narrative:
Mechanical interaction with blood / hemolysis: the cause of the hemolysis issue could not be determined without the returned product for investigation and sufficient clinical details, including full data log. Ischemia: the cause of the injury was not determined due to insufficient clinical details.